Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed weak battery and the display would go blank intermittently. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 120 mg/dl. The customer was shipped a replacement battery cap and was advised to monitor the device and call back if problems persisted.